Event description:
The company was informed that the pt's device had migrated and was protruding beneath the skin. The surgeon repositioned the device by drilling a well and suturing the device in place. The pt is healing well and device position is appropriate. Device reactivation has been scheduled.